Event description:
Care givers were just starting to lift female patient in 80's of average weight and height in bed when carry bar dislodged from strap and landed in patients lap. No injuries reported.

Manufacturer narrative:
The device was recalled and the recall communications have been sent to customer multiple times with no success of device retrieval. The customer continued to use the device for additonal time post recall initiation. Corrective actiion: customer received a replacment carry bar. Manufacturer will continue to monitor these type of events and provide replacements as necessary.

Event description:
Care givers were just starting to lift female patient in (B)(6) of average weight and height in bed when carry bar dislodged from strap and landed in patients lap. No injuries reported.